Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the universal surgical manipulator (usm) 3 movements were opposite of the surgeon's commands. The procedure was completed with no reports of patient injury. Intuitive surgical inc.(isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The similar issue occurred under patient identifier # (B)(6), after which troubleshooting was performed. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse inspected the large clip applier instrument that was installed on universal surgical manipulator(usm) 3. Site switched usm 3 instrument to maryland bipolar forceps (mbf) when experienced issue with large clip applier. They had issues installing this mbf instrument on usm 3. Upon inspection, fse noticed the clip applier was missing an input disc. The missing disc may have been on the drape when the mbf was installed on the usm 3, causing the mbf to have engagement issues and failed installation. The fse inspected the system and found no functional issues. Fse tested test instruments on usm 3 with no issues. The system was tested and verified as ready for use. The complaint regarding the usm 3 non-intuitive motion was not confirmed based on the field evaluation.